Event description:
Reporter stated that while experiencing paresthesia, profuse sweating, and slurred speech, he obtained a result of 219 mg/dl on the aviva combo system. Reporter stated that 10 minutes later, he fainted and lost consciousness. Reporter stated that he was given a (B)(6) and by the time he arrived to the emergency room, his levels had risen to 90 mg/dl. Reporter also stated that he did not clean his hands before testing and he had a coffee with sugar after obtained a 78 mg/dl on the same aviva combo system. No other actions were reported taken or treatment received. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in (B)(6).